Manufacturer narrative:
Review for batch 6244534 (p/n ) 301029): manufacturing dates: 09/16/2016 to 09/23/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6244534 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 10ml assembled syringe was received by bd (B)(4) and reported to be from batch # 6244534 (p/n 301029). The sample was visually evaluated. The syringe was observed to have foreign matter located between the stopper and barrel tip. The fm appeared to be a piece of the black rubber stopper trim. The fm was larger than level 3 in size and is cause for rejection at bd (B)(4). Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Root cause undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the syringe barrel of a bd 10ml syringe luer-lok" tip. There was no report of medical intervention.